Event description:
Healthcare professional reported capsular contracture baker grade ii and rupture confirmed via MRI. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported capsular contracture baker grade ii and rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued: e.1.: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.